Manufacturer narrative:
Correction- device information updated. Implant date added. B5- device was explanted on (B)(6) 2024.

Event description:
Additional information indicates that ipg was explanted and replaced on (B)(6) 2024 initially reported on 24 october 2024 in related manufacturer reference number:1627487-2024-11353.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not yet received.